Event description:
It was reported that a patient was revised approximately nine months post implantation due to implant fracture. There is no additional information available.

Manufacturer narrative:
(B)(4). Report source- united kingdom. Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was able to be confirmed by examination of the returned product. Visual examination identified that the hinge post is fractured. The device was submitted for further analysis which determined that the returned device suspected to be fractured due to fatigue. The fracture surface showed smearing likely due to post fracture damage and biological debris, both of which resulted in obscuring the artifacts. Fatigue mode of fracture with step-like fracture artifacts observed in the nonsmeared areas. Material analysis show the implant is consistent with print specifications. Review of the device history records identified no deviations or anomalies during manufacruing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional, and it was determined further review would not enhance the investigation.device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified.a definitive root cause cannot be determined. If any further information is which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.